Event description:
New information received on (B)(6) 2018 noted that the implantable cardioverter defibrillator was explanted for unknown reasons on (B)(6) 2018. No patient symptoms or further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a transmission revealed that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing episodes and myopotential oversensing. No intervention or patient symptoms were reported.

Manufacturer narrative:
The reported event of oversensing could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested, and no anomaly was detected.